Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed severe blue pixels. The user was firing at 100% firing power while ablating a biopsied radiation necrosis lesion. The user let off the foot pedal once the blue pixels were witnessed and it was noted it took a while for the blue pixels to dissipate. There were no patient complications reported in relation to this event.